Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 2. The drain volume was 3303 ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: product surveillance contacted the patient's nurse. She stated that she could not recall if the patient reported the drain volume and stated the patient had not complained of feeling overfull. No injury or medical intervention was reported. The product analysis lab (pal) evaluated the device and found the assignable cause of the iipv was determined to be an insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. A review of the service history indicates the previous return of the homechoice was not for the reported problem of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).